Event description:
The physician was attempting to inject a pt when the product leaked around the syringe hub and the needle disengaged. The product splattered on the pt and physician. There was no injury to pt or staff. If this event were repeated injury could occurr because of the needle disengagement.